Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number : 5087193, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was brought to the emergency room twice due to excessive bleeding at the midline incision. The physician suspected the excessive bleeding to be hematoma from the recent implant procedure. The physician used a syringe to remove excess blood and reported that the patient was doing well after the procedure. No further course of action at this time.